Event description:
Patient presented to the physician with tongue weakness and speech difficulty. Physician brought the patient into the operating room and removed the ipg, sensing lead, and the stimulation lead body.